Manufacturer narrative:
Device investigations did not reveal any device malfunction which is expected to explain the patient performance problem reported. This finding was expected, because according to the patient report no device malfunction was suspected. The reported problems of insufficient auditory perception at the first fitting appear to be related to an insufficient mechanical device coupling to the round window. A most likely contributory factor for the migration of the floating mass transducer was the observed excessive tissue growth in the middle ear, which was seen at the time of explantation. The device was explanted and the re-implanted with a vorp 503. This is a final report.

Event description:
The recipient was not able to hear with the device at the first fitting appointment. The recipient was reimplanted with a new device and can access sound with it.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user was not able to hear with the device at the first fitting appointment on (B)(6) 2017. The device has been explanted.